Event description:
It was reported that at implant, the physician tried to tighten the set screw on the rv defib side and noticed the set screw was misaligned in the header. A new device was used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found. The setscrew is loose/detached.